Event description:
On (B)(6), 2010 the lay user/patient contacted lifescan to report the one touch ultramini meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information provided. On (B)(6), 2010 at 9:00 pm, the patient obtained the error 2 error message on the reported meter; she did not obtain a blood glucose reading. Afterwards, the patient experienced the symptoms of shaking and weakness. The patient did not seek any medical attention or treatment. During the troubleshooting call, the customer care advocate determined the patient's test strips were correct. The cca also determined the patient's testing technique was incorrect, which can cause error messages. The issue was resolved. The meter, test strips and control solution were replaced. The patient allegedly suffered symptoms suggesting severe hypoglycemia after she was unable to test her blood glucose level due to the reported meter error message issue. Therefore this complaint is being reported.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings:the meter involved in this case has passed all testing with no faults found. The retain test strips also passed all testing. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
(B)(4). Same case as: 2134265-2010-03823. It was reported that post a coronary stenting treatment procedure, the patient experienced restenosis and myocardial ischemia. The patient presented due to current unstable angina. Lesion 1 was located in the left posterolateral (lpl). The lesion was 80% stenosed, 2.5mm in diameter and 5mm long. The target lesion was treated with direct stenting with the placement of a 2.75x12mm taxus liberte stent. Residual stenosis was 0%. Lesion 2 was a bifurcated lesion located in the 1st diagonal. The lesion was 95% stenosed, 2.5mm in diameter and 30mm long. The target lesion was treated with predilation and placement of a 2.75x38mm taxus liberte stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel. In (B)(6) 2010, the patient experienced myocardial ischemia and underwent cardiac catheterization. A 95% in-stent restenosis was identified in the 1st diagonal. The lesion was treated with balloon angioplasty and placement of a 2.75x28mm non-bsc stent. Residual stenosis was 0%. A 50-70% in-stent restenosis was identified in the lpl. The lesion was treated with direct stenting and placement of a 2.75x18mm non-bsc stent. Residual stenosis was 0%. The patient was discharged 1 day later on aspirin and prasugrel.

Manufacturer narrative:
The lay user/patient's test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Event description:
Reporter alleged the customer obtained a result of 309 mg/dl on the advantage system compared back to back with a result of 58 mg/dl on the compact plus system when testing was performed within 10 minutes. Reporter stated that he gave her some juice as she was having hypoglycemic symptoms. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.